Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they had the pump removed in (B)(6) 2016 as the patient no longer needed it. The patient stated that they loved the pump when they had it and it saved their life. The patient reported that ¿shortly thereafter¿ the pump was removed the pocket where the pump was filled with csf (cerebral spinal fluid). The patient had it drained 4 times, had a dye study and neurosurgery to close the pocket. Per the patient ¿apparently when you have a pump for a long time like I did, calcium grows around the catheter¿. The patient stated that when it was removed the csf (cerebral spinal fluid) still flowed through that calcium tube due to ¿the path of least resistance¿. The patient¿s healthcare provider was discussing going in through the back. The patient was inquiring if others have reported this and what they did about it. No further patient complications were reported.

Manufacturer narrative:
Patient code (B)(4) has been added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-aug-16. It was clarified that months after the pump removal, the patient's abdomen had filled with fluid. It was stated that the hcp drained the fluid a couple times with a needle, but the fluid accumulation persisted. The hcp debrided the abdominal pocket where the pump used to be located, and put sutures into the pump pocket as well as the calcified tract. It was clarified that he suspected that there was a buildup of calcium around the catheter, which caused a calcified tract from where the catheter used to be, and that fluid may have followed the tract into the pump pocket. He stated that the tract looked minimal, and he expected the situation to be resolved. The hcp confirmed that he was unable to determine the source of the fluid. He confirmed that the catheter was removed at the time the pump was removed, and the system removal occurred because the patient was no longer using the pump and wanted it removed. No further patient complications were reported. The hcp had no further information to report regarding this event.